Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: per follow up on 30-jan-2020: customer¿s condition improved but unable to confirm if customer is still experiencing symptoms or not. Customer received medical attention on (B)(6) 2020 at the hospital. Customer was diagnosed with hyperglycemia (620 mg/dl unknown if fasting). Insulin was administered to bring down glucose. Customer was discharged on (B)(6) 2020. Customer declined to continue call back questions. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi display accompanied by symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of nervousness. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.